Event description:
Physician reported a patient with a left side device "big problems¿, rupture and "consequent contracture", baker grade unknown. The device has been removed.

Event description:
Physician reported, a patient with a left side device rupture, severe pain. Capsular contracture baker, grade iii. With a very thick double capsule.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture.

Event description:
Physician reported a patient with a left side device "big problems¿, rupture and "consequent contracture", baker grade unknown. The device has been removed.